Manufacturer narrative:
Upon further review, device codes (B)(4) and (B)(4) do not apply to the event.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed/revised because of ¿worn component-end of life.¿ the patient also had the lead replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Upon return analysis found no significant anomalies. The implantable neurostimulator (ins) battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.